Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: adsr03, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the high thresholds were found on the lead during a clinic visit. It was also noted that the lead had oversensing and the impedance increased suddenly and was high. There was some non-capture observed. The device was reprogrammed until the lead replacement procedure could be scheduled. It was later reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) - the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo, there was blood on the distal conductor of the lead and it was not obstructed, the distal lv(low voltage) electrode of the lead was covered in blood, the outer insulation of the lead developed a cosmetic depression while invivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.